Event description:
It was reported the haptic on the intraocular lens (iol) was damaged during insertion. The incision was enlarged, and another iol implanted without complication.

Manufacturer narrative:
The intraocular lens was not received for analysis. The results of our investigation reasonably suggest this report is not manufacturing related. The iol met all manufacturing specifications prior to release.